Event description:
It was reported that the device provided inaccurate sphb readings on different occasions. Customer reported that the device was used again on the reported date and provided an inaccurate reading. There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over on (1) year with no previous returns for servicing or other issues prior to the reported event.